Event description:
In 2007, the pt's son stated that while visiting his mother, he observed that there was no insulin in her infusion set tubing while the system was in use. He did not report any blood glucose concerns related to this issue. The pt had been in adult foster care prior to this report. During troubleshooting, he disconnected the infusion set tubing from the headset that she was wearing and attempted to prime the system. It required the measured delivery of 7 to 8 units of insulin in the prime before the first drop of insulin was observed at the outlet of the tubing. He reported a similar experience approximately 10 days prior to the observation described above. A replacement infusion device was shipped to the pt and the product was requested to be returned for evaluation.